Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the issue with the damaged pawls was consistent with the cutter being improperly inserted causing the pawls to rub on the nose tube creating friction which resulted in the device overheating. The assignable root cause was determined to be due to damaged pawls from improper insertion of the cutter, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during testing in sterile processing, it was observed that the motor device was broken. During in-house engineering evaluation, it was determined that the device failed temperature verification, the pawls were worn out and melted causing the device to run hot. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.